Event description:
The customer reported to beckman coulter (bec) that the coulter lh 500 hematology analyzer was leaking. The volume of the leak was approximately 50 ml and the leak was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The material safety data sheet (msds) was not reviewed. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death or injury related to this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse had observed that the needle bellows and the needle waste chamber was full of fluid. The fse noted that actuator for pinch valve (pv)21 was not opening the pinch valve. The pv21 opens the path from needle to waste. The fse replaced the actuator, tubing, and cleared the flush vacuum chamber and vacuum trap of any debris. Upon service completion, no further evidence of leaking was observed. The cause of the leak was the actuator at pinch valve (pv21). (B)(4).